Event description:
The customer reported the evis exera iii xenon light source display a b30 communication error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of b30 error was confirmed. In addition, illumination light failure due to broken socket unit was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that illumination light was not emitted because a load was applied to the light control unit due to the faulty output connector. They were unable to identify the cause of the faulty output connector. Olympus will continue to monitor field performance for this device.